Event description:
The manufacturer received a voluntary medwatch (mw-5148227) in which the patient alleges that have been diagnosed with asthma, sinus infection and headache and using our device in 2020. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5148227) in which the patient alleges that have been diagnosed with asthma, sinus infection and headache and using our device in 2020. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section-d and h has been updated.